Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine device check, the left ventricular lead exhibited loss of capture in all pacing vectors. A chest x-ray revealed that the lead had dislodged. The patient was asymptomatic. On (B)(6) 2016 the lead was explanted and replaced. The patient was in stable condition before, during and post procedure.